Event description:
The subject device was programmed for a "slow" dopamine drip. The device's rate and dose setting repeatedly changed to zero, each time requiring the clinician to reprogram. The device was taken out of service, and it was noted that more fluid had infused than programmed. The patient became diaphoretic, exhibited respiratory dyspnea, and exhibited an increased heart rate. Her physician was notified and orders given. The biomedical engineer attributed the incident to possible operator error.